Manufacturer narrative:
Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. This customer reported that the system displayed error messages on the display screen and that centralized patient monitoring was interrupted for several hours. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at bedside with local bedside patient monitors for any patients connected to the system. There were no patients harmed in any way by the event. By event here and in the codes in block h6 of form 3500 we mean the loss of centralized monitoring. Inspection of the cpu found error messages indicating inconsistencies in the file system. It was not possible to determine what lead to the file system inconsistencies in the present case. The software was successfully reloaded on the hard disk drive to restore normal device operation.

Event description:
The customer stated that the central monitoring system failed, interrupting centralized patient monitoring. Patient vital signs monitoring continued at the bedside monitors. Note 1 from a1: hospital staff reported that there were patients connected to the system at the time, but did not report any patient ID's.